Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a motor stall occurrence was captured into event logs during the pump refill on (B)(6) 2016. It was indicated that the stall occurred on (B)(6) 2015 and recovered on that date with no actions taken. The patient was not seen in the office during the occurrence of the motor stall since it occurred between (B)(6) 2015 and (B)(6) 2015 appointments. No patient symptoms were reported and the event resolved without sequelae on (B)(6) 2015. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The cause of the motor stall and recovery was not determined. The baseline weight was (B)(6) pounds. No further complications were reported or anticipated.